Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to high pacing impedance out of range. The cause was suspected to be related to a lead issue. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported.